Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation procedure, ventricular pacing at high rate was observed; device was oversensing in the atrial channel and then ventricular pacing was triggered at high rate (ddd mode). The pt was dizzy, and felt unwell. The pacemaker involved in this MDR report was not implanted and returned for analysis.